Manufacturer narrative:
Additional information b5: additional information was received regarding the event indicating the medication being infused was heparin (programmed rate or volume to be infused was unknown). A new pump was obtained and the infusion was continued with the new pump. The patient's condition responded to the medication. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and infused properly and within accepted range. A review of the event history log for the reported event date identified a heparin infusion that was programmed and run. The user updated the flow rate and volume to be infused (vtbi) several times over a 3 day period, however the intended rate and vtbi were unknown. There were no abnormalities revealed through the history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Medical safety review/device evaluation concludes the event of patient decline in a critical care setting and requiring medical intervention is not a reportable serious injury. It is unlikely that the spectrum pump has caused or contributed to the patient decline. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a continuous unspecified infusion with a spectrum iq pump the infusion ¿did not start¿. This was based on visual assessment by the nurse as the level of the solution in the bag did not change during the three-day infusion. As a result, there was a delay in therapy and the nurse ¿felt¿ the patient was ¿declining¿. It was not reported if any medical intervention was initiated. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.